Manufacturer narrative:
The customer used a new electrode when the sample was tested. The customer performed an ion-selective electrode (ise) check, cleaned the sipper probe, and checked for air in the system. The field service engineer (fse) noted a tear in the vacuum membrane. He then replaced this part. He performed measurements with valid results. However, the qc was noted to be too low on another run. The fse noted that this was caused by an issue with the pipettor. This issue was corrected temporarily. On the fse's second visit, he replaced the sample pipettor arm. The customer performed a comparative study between the analyzer and their other analyzer. The fse noted an improvement in the results but noted that they were still not ideal. The fse then changed the degasser, the ise tubings, and the gear pump head. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas 8000 cobas ise module (double). The initial result was not reported outside of the laboratory. The initial result was noted to be low which prompted a rerun on their second analyzer. The initial result from the first analyzer was 130 mmol/l. The repeat result from the second analyzer was 139 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
Calibrations and qcs were performed with acceptable results. The customer performed a comparison study between their two modules with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.